Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross the lesion with a taxus express2 2.5x20mm drug eluting stent in an unspecified vessel. The stent delivery system was unable to cross the lesion. The distal portion of the stent was lifted up. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.